Event description:
Boston scientific received information that a red alert was detected from this system due to shocking impedance measurements greater than 125 ohms due to a suspected fracture. However, no fracture was observed via x-ray or fluoroscopy. A revision procedure was performed and prior to the procedure, shocking impedance measurements were within range in both triad and distal coil to can configurations. The lead was still removed from service due to the multiple previous out of range measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.